Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Post-procedure, subject¿s troponin peaked at 0.26 ng/ml, 4.33url. Cec adjudicated non-q-wave mi (target vessel lad), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.